Event description:
It was reported that after implant of the cardiac resynchronization therapy defibrillator and leads, the patient experienced pain at the implant site which resulted in diaphoresis and hypotension. The patient received treatment. The patient issues were resolved before discharge.